Event description:
Event description: per cnf, it was reported that: event; the device got stuck. Was the device got stuck at the lesion site? When attempting to advance the guidewire after inserting the farawave catheter inside the body, it was difficult to manipulate the guidewire. It was difficult to retract and advance the guidewire. What was the physician's opinion on the cause of the event where the stent got stuck? The physician commented that there had been no problem during the preparation stage outside the body and wondered why the issue occurred. How was the stuck released? Because it was difficult to manipulate the guidewire while the farawave catheter was still inside the body, the farawave catheter was removed from the body together with the guidewire. Was there any other catheter in the heart at the time of the health problem? A catheter was inserted into the cs. Was the orion catheter used in combination? No if q6 is 'yes,' where was the orion positioned? If q6 is 'yes,' was the orion left deployed? What was the size and name of the sheath that was used together? 13fr faradrive sheath.

Manufacturer narrative:
Awaiting return of device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.